Event description:
In 2005 surgeon performed a long-arm bunionectomy (austin);placing one screw bone quality good. Pt placed in ankle boot & was compliant. Screw "backed out" approximately 4 months postop. Surgeon removed screw in 2005. Screw not available for evaluation. Screw was not replaced with another hardware.